Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A technical support specialist (tss) remoted into the cabinet and verified that the network adapter had already been populated and that the network configuration was correct. All universal serial bus power management settings were checked and disabled, and after restarting med bank, the application functioned properly. The med bank application was closed and reopened, and it continued to work as expected. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer reported that the drawers were not opening. There were no delay or adverse events or injuries reported based on this event.